Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the over temperature issue and found no failure in the logs. However, the customer was able to share photos and video of the over temperature failure. The stm monitored the compressor temperature and compared digital thermometer readout. The compressor is run extremely warmer than normal. To address the issue the stm replaced the scroll compressor which was under warranty due to the compressor being less than 90 days from when customer replaced it. The stm additionally replaced the front end board, both fan cable assembly, compressor temperature sensor. The stm performed calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) overheated. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The exch pcb,front end, rohs was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the part and no visual damage was observed. The technician installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. After extended run time , the nrc could not verify an issue with the temperature of the board. The board passed testing. The compressor, scroll was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the part and no visual damage was observed. The technician installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications. The temp sensor was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the sensor and installed the temp sensor onto the compressor and tested the sensor to factory specifications per the cardiosave service manual.

Manufacturer narrative:
The compressor, scroll was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the part with no visual damage observed. Inspection of the temp sensor was completed per the cardiosave service manual. The nrc installed the temp sensor onto the compressor and tested the compressor and sensor to factory specifications per the cardiosave service manual. The nrc started the test 11-aug -2021 at 9:30 am, with the customers temp sensor, a 40cc balloon and a cardiosave trainer set to normal sinus rhythm, 130 bpm and with two depleted batteries in battery slots 1 and 2. The morning of 12-aug-2021 the unit was alarming and over temperature was observed on the display. The compressor could have failed sometime during the night. The compressor failed testing or the temp sensor failed testing. The nrc then repeated the test with the nrc's new temp sensor. The test began 16-aug-2021 at 9:15 am. The unit ran from 16-aug-2021 to 20-aug-2021 for a total of 96 hours with no trouble found. No evidence of over temperature. This proves that the temp sensor was defective not the compressor. The temp sensor was the cause of the over temperature alarm. Retaining the compressor and the temp sensor in the nrc per procedure.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period oct 2019 through sep 2020 was reviewed. There were no triggers identified for the review period.